Event description:
It was reported that during a labral repair case, the tip of the suture passer broke off and was not able to be retrieved. The reporter believes the tip caught in the tissue. The reporter stated there was no harm to the patient. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed a broken tip; the device could not be function tested due to damage. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event include application of excessive force while grasping and manipulating suture or application of excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.